Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had display issues an that the screen was no good. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit. The fse observed the reported issue upon power up of the iabp unit. The fse tested the iabp unit and observed horizontal lines with no text information. To fix the issue, the fse disassembled and isolated the display issue to a contact failure with the color drive cable. The fse cleaned and reseated the color drive cable which corrected the reported issue. Subsequently, the fse completed preventative maintenance (pm) with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had display issues an that the screen was no good. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.